Event description:
It was reported that the system locked up. No patient was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the backplane. The system operates as intended.